Event description:
Patient received a recall letter for the freestyle libre 3 plus sensor. One of the devices lot numbers are one of the affected lot numbers. Patient has also been having lower than normal numbers from the device. Patient says that he will continue to use the device and monitor it.